Event description:
It was reported to gems that a magnet vent failed during a user initiated magnet quench. The vent failure was due to the vent being damaged on the outside of the mobile unit. The facility is responsible for proper maintenance of the outside venting and had been notified to effect repairs. The reported injury was hearing loss in one ear.